Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was 18.8 mmol/l. Advised to revert to their back-up plan. The insulin pump will be replaced. Nothing further reported.